Event description:
The date and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product was causally related to the incident. During a lap chole procedure while using the padded grasper with the flexible choledochoscope, the pad on the forceps came off inside the pt. Surgeon couldn't find the loose pad and decided to convert it to open surgery. Complete gall bladder was removed and surgical site was irrigated but the pad was not found. Surgeon does not believe the pad will cause any harm to the pt, so he decided to leave it and closed up the pt. Surgeon informed pt of situation.